Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the first two pipeline were deployed well using the telescopic technique. The third pipeline did not open in the middle and distal segments. It was unknown if the stent was positioned in a bend when it failed to open, and more than 50% of the stent had been deployed. After resheathing twice, the pipeline was removed and a replacement device was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed a good outcome and full flow. The patient was undergoing surgery for treatment of a ruptured aneurysm of the dissection right aci up to petrolingual ligament with a max diameter of 4 mm. It was noted the patient's vessel tortuosity was normal. It was unknown if dual antiplatelet therapy (dapt) was administered. Ancillary devices include a termumo 9f, flowgate 8f x 95cm,  catalyst 6+7, 2x phenom 27 lot# ap19-052, 1x headway duo 167cm, 1x asahi chikai black 0.018 x 200cm, 1x asahi 0.014 x 200cm.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline embolization device (lot no. B027012) found the pushwire was missing and not returned. Due to the condition in which the pipeline flex braid was returned, the proximal and distal ends of braid were unable to be determined. Braid end 1 was found to be opened and frayed. The middle section of the braid was found to be collapsed. Braid end 2 was found to be opened and frayed. No other damages or anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as each braid end of the pipeline flex braid were found fully opened and frayed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. H6: method code updated to b19. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.